Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation the patient's implantable cardiac device(icm) failed to communicate with the mymerlin application. The icm's battery has depleted more than expected but the patient is due for a pacemaker upgrade because of pauses. Upon further interrogation, the icm successfully transmitted and recorded a symptom. No intervention was performed. The physician believed both the communication and battery issues were due to the number of recordings the patient made from his mobile phone. The patient was stable.